Event description:
It was reported that the patient prior to magnetic resonance imaging (MRI) scan. The implantable cardioverter was programmed for MRI compatibility. However, after the procedure the device was interrogated and found to be in backup operation with high voltage therapy disabled. The device settings were successfully restored via programming. The patient was stable.